Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. Another manufacturers' stent graft was implanted in the moderately tortuous abdominal aorta. The physician was using this (B)(4) equalizer balloon catheter to post-dilate. The balloon was inflated with less than 10cc of a solution with one part contrast to two parts saline using a 20cc syringe. During inflation, the balloon ruptured. After the device was removed from the patient, it was noted that "it seemed that distal part of the balloon got broken". It was reported that the physician could not confirm if any balloon material detached. It is unknown if any part of the balloon was left in the patient. The procedure was completed with another equalizer balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. Another manufacturers' stent graft was implanted in the moderately tortuous abdominal aorta. The physician was using this (B)(4) equalizer balloon catheter to post-dilate. The balloon was inflated with less than 10cc of a solution with one part contrast to two parts saline using a 20cc syringe. During inflation, the balloon ruptured. After the device was removed from the patient, it was noted that "it seemed that distal part of the balloon got broken". It was reported that the physician could not confirm if any balloon material detached. It is unknown if any part of the balloon was left in the patient. The procedure was completed with another equalizer balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Corrected information: it was originally reported that the device lot number was 13406401. The corrected device lot number is 12996002. It was originally reported that the device manufactured date was 07-may-2010. The corrected device manufactured date is 28-oct-2009. Device evaluated by manufacturer: the complaint device was returned for analysis. The balloon was found to be burst/ruptured with approximately 4mm² of the latex material missing near the distal bond. The rest of the balloon material was still attached to the catheter. The proximal and distal balloon bonds were examined and found to be intact and meeting specification. An examination of the catheter shaft found no defects. There were no noticeable deficiencies noted that may have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device as the complaint device was being used to post-dilate a stent. The balloon rupture and subsequent detached material most likely was a result of the balloon material coming into contact with the stent. (B)(4).